Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating and high impedances on the superior vena cava (svc) and rv defib coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).